Event description:
This report is about my concerns about a "voluntary recall" of the soclean2. I have not been harmed by this product that I know of. Today (nov. 17, 2024), I accidently came across an online article by the FDA that says: "the u.s. Food and drug administration (FDA) is providing additional information about a product recall related to the use of soclean2 and soclean3 equipment used to clean, sanitize, or disinfect CPAP devices and accessories." In this same article, under "recommendations for consumers using soclean2 or soclean3", the first line says "do not use your soclean2 or soclean3 without the hose and mask adapter provided by the manufacturer." I use a CPAP. I own a soclean2. It is supposed to sanitize your entire CPAP using ozone. It is supposed to be used daily. The article gave the upc/UDI number for identifying the recalled products. My soclean2 is one of the recalled products with upc/UDI ucp# (B)(4). Per the article, the resolution offered is twofold: -- a new digital version of the soclean2 user manual with new instructions -- a hose and mask adapter, that is to facilitate use of the soclean2 equipment without ozone entering the CPAP. The user is responsible to download, read and follow instructions provided in the newly revised soclean2 user manual. The user is responsible for submitting a request to obtain the new hose and mask adapter. About the above: I find it disconcerting that it was only by accident I found out about this recall and the need for an adapter. About the user manual: I much prefer user manual instructions of this nature (and importance) in paper form, to use while performing instructions and to store for easy referral in the future. This revised manual is a .pdf file already formatted for a specific booklet design. Due to this, I have had limited success printing an easily readable copy of this digitized user manual. This da article can be found at the following url: https://www.FDA.gov/medical-devices/safety-communications/voluntary-recall-soclean-equipmentintended-use-CPAP-devices-and-accessories-FDA-safety I have never used my soclean2 daily as the product recommends. Instead, I used it on my CPAP only once every two months. I used it infrequently as I have always felt uncomfortable with conflicting information about the safety of a device that uses ozone. Having read the recall, I am glad I did not use it daily. I am providing this report based upon the advice given in this and related articles. The FDA and soclean2 would have test results.